Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace insert involved with this complaint and completed the device evaluation. Failure analysis investigations did not replicate nor confirm the customer reported complaint. The reported symptom was not found related to the reported accessory. There was an additional observation not reported by the site and not related to the reported issue. The harmonic insert was found to have a broken blade. The blade broke at roughly 0.13¿ from the base. The broken piece was not returned. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. The root cause of this failure is attributed to mishandling/misuse. A review of the procedure log showed the site performed this thyroidectomy surgical procedure on (B)(6) 2022 with system (B)(4). The device information cannot be verified through the system log review as there are no logs available for si harmonic ace inserts. In addition, a review of the site's complaint history identified no other complaints related to the harmonic ace insert. An image of the harmonic ace insert related to this event was received and reviewed. It is hard to tell from the image provided, but it looks like the harmonic ace insert teflon pad was detached/separated. This complaint is being reported due to the following conclusion: failure analysis investigations confirmed a missing piece from the harmonic ace insert blade. The missing piece could fall inside the patient during the surgical procedure. While there was no reported harm or injury to the patient, and the customer had reported that no fragment fell inside the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling inside the patient may require surgical intervention.

Event description:
It was reported that during a da vinci-assisted thyroidectomy surgical procedure, the customer noted that a skilled surgeon attempted to use the harmonic ace insert to dissociate tissue, and the white "spacer" was off. There was no report of any fragments falling inside the patient. The customer replaced the harmonic ace insert with a back-up device of the same kind and completed the procedure with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the device was reportedly inspected prior to use, and no issue was noted. It was confirmed that no fragments fell inside the patient during the procedure and no bleeding that occurred due to the reported incident. There is no video recording of the procedure, but an image of the device damage was provided. The site confirmed the correct product was returned to isi for evaluation. Information regarding patient demographics, relevant testing, and medical history was requested, however the reporter was not able to provide that information.